Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a dislodgement. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a non product experience. A new device was implanted. No additional adverse patient effects were reported.